Manufacturer narrative:
Follow-up #1: date of submission 10/17/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2013 with the following findings:.there was no visible damage to the keypad. The contrast button had an intermittent response. The up, ok, & down buttons responded properly when tested. The keypad was removed and contamination was observed under the down & contrast button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas alleging button/keypad (tactile changes/unresponsive) issue. It was reported that the patient is pushing the contrast button when it starts to dim but it is not responding and does not brighten the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.